Manufacturer narrative:
Per the tandem user guide, ¿there are a number of risks as a result of the fact that the dexcom g6 cgm takes readings from fluid below the skin (interstitial fluid) instead of blood. There are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood, which can cause cgm readings to lag behind readings from a blood glucose meter.¿ per the dexcom user guide, "ages 18 years and older: insert (sensor) in your belly." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 46 mg/dl, and the meter bg reading was 155 mg/dl. No additional patient or event information was available. Reportedly, the customer had inserted the sensor into a lean part of the body. Tandem technical support educated customer the importance of inserting sensor into an area that is not very lean in order to have interstitial fluid instead of blood being used to measure bg.